Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced an adverse event. The patient's wife called the paramedics due to diabetic ketoacidosis. The paramedics gave the patient an IV and took the patient to the emergency room (ER). At the hospital, the patient was given an insulin drip and was moved from the ER to the intensive care unit (ICU) where he was monitored for 1 day then released. At the time of contact, the patient was stable. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.